Manufacturer narrative:
There was no report of a device performance allegation during treatment. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced bladder atrophy and urinary incontinence, which led to a surgical intervention. During the procedure, the entire aus was removed and replaced. No additional patient complications were reported.